Manufacturer narrative:
Cooper surgical, inc is currently investigating the reported condition.

Event description:
Defrost function is not working. Fs log# (B)(4). Ll100 cryo frz no gas 900019 e-complaint- (B)(4).

Manufacturer narrative:
Investigation. Review DHR inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 06/13/2014 under work order (B)(4) and sold on 04/17/2015. Manufacturing record review: DHR-155946 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 07/27/2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the pulse spring being worn. This is being attributed to normal wear and tear on the unit. Fault code: no fault failure code wear and tear. *correction and/or corrective action the complaint unit was repaired and returned to the customer. The pulse spring was replaced and the pulse assembly was adjusted. The unit was tested and found acceptable. *preventative action activity. Coopersurgical will continue to trend this complaint condition.

Event description:
Defrost function is not working. Fs log# (B)(4). 1216677-2022-00223 ll100 cryo frz no gas 900019 e-complaint(B)(4).